Event description:
It was reported that a revision surgery was performed due to infection and loosening.

Manufacturer narrative:
The affected product was returned and evaluated. A review of production documentation revealed no deviations. For investigation the complained femoral component, the tibial insert, the tibial component and microbiological reports were received. The femoral component shows a medial-lateral fracture between the two pegs. Both fragments are still fixed by bone cement situated on the backside of the component. According to the received information, the femoral component was found loosened intraop at revision surgery. Since no x-rays were received for investigation the determination of time of fracture and loosening of the prosthesis was not possible. The articulating surface of the tibial insert shows a depressed area of wear. The polyethylene surface in this region appears shiny, indicative of a deformation due to functional loading, or roughened, as it can be expected by articulating against a broken femoral component. Based on the time of function of about ten years, it can be assumed that the implant was appropriate over a long period of time. Microbiology analysis performed in the context of the revision surgery did not show bacteria contamination of explants and biopsies. Based on the fact that both fragments of the femoral component are still fixed by bone cement and based on the signs of wear on the tibial insert it can be assumed that the revision surgery occurred soon after fracture of the implant. The uc-plus unicomp. Knee prosthesis relies on a proper cement support of both components to maintain its structural integrity. In absence of cement support the components might be subject to cyclic overload which, if protracted, can lead to fatigue of the material and subsequent fracture. It cannot be excluded that the fracture was indicated due to an overload situation and material fatigue.